Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as the the customer did not provide contact information to adc to facilitate a device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that their adc reader "is going very hot" and questioned if atypical for the device. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.